Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report motor error alarms during normal use. The customer stated that the insulin pump was not exposed to high magnetic fields, but it may have been dropped. Troubleshooting was performed and the insulin pump did not pass the displacement test. Nothing further was reported.